Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a clip placement procedure two days prior. (Patient gender, age and weight unknown) according to the complaint, it was impossible to open the jaws after they were released from the sheath. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was half deployed and returned with the device. The bushing was located outside the over sheath approximately 1/2 inch. The yoke was still attached to the control wire. It was actuated and deployed as designed. The cause of the reported malfunction is undetermined.